Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had fungal vegetation on the tricuspid valve. Sternotomy was performed to remove the vegetation and tricuspid repair was also performed. Additional information from the field representative that indicated this lead was difficult to remove due to the length and adhesions. The lead will not be returned. The ra lead was explanted. No additional adverse patient effects were reported.